Event description:
Sthis spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('plaintiff claiming pregnancy: birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomina pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("plaintiff claiming bladder/urinary problems: vag. Discharge"), vaginal infection ("plaintiff claiming bladder/urinary problems: vag. Infect., vag. Discharge"), psychological trauma ("psych injury related to essure"), gastrointestinal disorder ("plaintiff claiming other injuries/symptoms: gi conditions"), visual impairment ("plaintiff claiming other injuries/symptoms: vision probs"), fatigue ("plaintiff claiming other injuries/symptoms: fatigue") and ovarian cyst ("ovarian cyst"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("plaintiff claiming other injuries/symptoms: hormonal changes") and weight increased ("plaintiff claiming other injuries/symptoms:weight gain"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the pregnancy with contraceptive device, vaginal discharge, vaginal infection, psychological trauma, gastrointestinal disorder, hormone level abnormal, weight increased, visual impairment, fatigue and ovarian cyst outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted for: date(s) of insertion: (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: previously reported event "injury nos" replace with "dysmenorrhea (cramping)", events-"dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, psych injury related to essure, pregnancy with contraceptive device, device ineffective, vaginal infection, vaginal discharge, fatigue, gi conditions, hormonal changes, weight gain, vision probes, ovarian cyst were added. Outcome of the events dysmenorrhea, dyspareunia, pelvic/abdominal pain", lab data, reporter added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and pelvic infection ('potential pelvic infection'). In a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective. The patient's medical history included: overweight. (B)(6) 2018, pathology report diagnosis: uterus, cervix, and fallopian tubes; total laparoscopic hysterectomy and bilateral. Salpingectomy: cervix: no histopathologic binocularity. Endometrium: disordered proliferative, type; endometrium tubal metaplasia. Current weight: 200 lbs. Previously administered products included: for birth control; mirena. Concurrent conditions included: cervical dysplasia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced, vaginal discharge ("plaintiff claiming bladder/urinary problems; vag. Discharge"), mood swings ("plaintiff claiming other injuries/symptoms; hormonal changes-mood swings- up and down all the time") and female sexual dysfunction (apareunia ("inability to have sexual intercourse")). On (B)(6) 2012, the patient experienced, bacterial infection ("bacterial infection"). On (B)(6) 2012, the patient experienced, anxiety ("anxiety") and depression ("psych injury- depression"). On (B)(6) 2013, the patient experienced, dyspareunia (dyspareunia ("painful sexual intercourse")) and ovarian cyst ("ovarian cyst"). And underwent cataract operation ("plaintiff claiming other injuries/symptoms; vision probs-cataract removal"). On (B)(6) 2013, the patient experienced, dysmenorrhoea (dysmennorhea ("cramping")). On (B)(6) 2014, the patient experienced, constipation ("plaintiff claiming other injuries/symptoms; gi conditions/gastrointestinal or digestive system, condition type; constipation") and colitis ("colitis"). On (B)(6) 2017, the patient experienced, fatigue ("plaintiff claiming other injuries/symptoms; fatigue"). On (B)(6) 2017, the patient was found to have weight increased ("plaintiff claiming other injuries/symptoms; weight gain"). On (B)(6) 2018, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), and adnexa uteri pain ("ovarian pain"). On an unknown date, the patient experienced, pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain ("abdomina pain") and vaginal infection ("plaintiff claiming bladder/urinary problems; vag. Infect., vag. Discharge"). And was found to have a pregnancy with contraceptive device ("plaintiff claiming pregnancy; birth, no complication"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac) and surgery (cataract surgery on left eye, total hysterectomy (uterus an cervix removed). And total hysterectomy (uterus and cervix removed), colposcopy, leep). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. And the pelvic infection, pregnancy with contraceptive device, vaginal discharge, vaginal infection, anxiety, constipation, mood swings, weight increased, cataract operation, fatigue, ovarian cyst, bacterial infection, female sexual dysfunction, depression, colitis and adnexa uteri pain outcome was unknown. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first, second and third trimesters. The pregnancy outcome was reported, as a live birth of multiple neonates. With no information on the children's' health. The reporter considered abdominal pain, adnexa uteri pain, anxiety, bacterial infection, cataract operation, colitis, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, mood swings, ovarian cyst, pelvic infection, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted, for: date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was, 26.7 kg/sqm. Imaging procedure: on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: pelvic pain, vaginal infection, abdominal pain, ovarian cyst, colitis, anxiety, depression. Most recent follow-up information incorporated above includes: on 28-feb-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic infection ('potential pelvic infection') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight. On (B)(6) 2018, pathology report. Diagnosis: uterus, cervix, and fallopian tubes; total laparoscopic hysterectomy and bilateral. Salpingectomy: cervix: no histopathologic abnolillality. Endometrium: disordered proliferative type endometrium tubal metaplasia current weight 200 lbs. Previously administered products included for birth control: mirena. Concurrent conditions included cervical dysplasia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal discharge ("plaintiff claiming bladder/urinary problems: vag. Discharge"), mood swings ("plaintiff claiming other injuries/symptoms: hormonal changes-mood swings- up and down all the time") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced bacterial infection ("bacterial infection"). On (B)(6) 2012, the patient experienced anxiety ("anxiety") and depression ("psych injury, depression"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse") and ovarian cyst ("ovarian cyst") and underwent cataract operation ("plaintiff claiming other injuries/symptoms: vision probs-cataract removal"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2014, the patient experienced constipation ("plaintiff claiming other injuries/symptoms: gi conditions/gastrointestinal or digestive system condition type: constipation,") and colitis ("colitis,"). On (B)(6) 2017, the patient experienced fatigue ("plaintiff claiming other injuries/symptoms: fatigue"). On (B)(6) 2017, the patient was found to have weight increased ("plaintiff claiming other injuries/symptoms: weight gain"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("ovarian pain"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain ("abdomina pain") and vaginal infection ("plaintiff claiming bladder/urinary problems: vag. Infect., vag. Discharge") and was found to have a pregnancy with contraceptive device ("plaintiff claiming pregnancy: birth, no complication"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac) and surgery (cataract surgery on left eye, total hysterectomy (uterus an cervix removed) and total hysterectomy (uterus and cervix removed), colposcopy, leep). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the pelvic infection, pregnancy with contraceptive device, vaginal discharge, vaginal infection, anxiety, constipation, mood swings, weight increased, cataract operation, fatigue, ovarian cyst, bacterial infection, female sexual dysfunction, depression, colitis and adnexa uteri pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the children's' health. The reporter considered abdominal pain, adnexa uteri pain, anxiety, bacterial infection, cataract operation, colitis, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, mood swings, ovarian cyst, pelvic infection, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for: date(s) of insertion: on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Imaging procedure: on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal infection, abdominal pain, ovarian cyst, colitis, anxiety, depression most recent follow-up information incorporated above includes: on 28-jan-2020: pfs+mr received- new events bacterial infection, apareunia (inability to have sexual intercourse), anxiety, colitis, ovarian cysts, potential pelvic infection were added. Event hormonal changes updated to mood swings- up and down all the time. Event psych injury updated to depression. Event vision/eye problems -cataract removal. Event gastrointestinal or digestive system condition type:updated to constipation. New reporters, height, medical history, treatment drug. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.